Manufacturer narrative:
The a1cx3 reagent lot number was 751304 with an expiration date of 31-jan-2025. The field service engineer (fse) decontaminated the instrument and cleaned, adjusted, and replaced multiple parts of the instrument. Afterward, an instrument check was performed with acceptable results. As several service actions were performed, the specific cause of the event could not be determined.

Event description:
The initial reporter questioned high results for an unspecified number of patient samples tested for tina-quant hemoglobin a1cdx gen. 3 (a1cx3) on a cobas c 513 analyzer. An example of discrepant results was provided for 1 patient sample. The initial result was 8.1%. The repeat result was 6.7%. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.